Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited undersensing and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. The lead was explanted and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.